Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens advanced too soon. Additional information was received and stated, the surgery was completed on the same day using a replacement lens of same model and diopter. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and the reported complaint could not be confirmed. The reported complaint lacks detailed information regarding the specific issues encountered during device activation. The device was received loose in the product carton. The plunger is fully advanced. Ophthalmic viscosurgical device (ovd) is dried in the device. No lens returned. The lever is moving freely. The device is taken apart for further testing. No damage was observed to the internal parts of the device; the device was reactivated and the plunger advanced with no issues. No root cause identified, the reported complaint lacks detailed information regarding the specific issues encountered during device activation. No damage was observed to the internal parts of the device, the device was reactivated and the plunger advanced with no issues. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).